Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. A gap between acoustic lens and ultrasound probe was observed. The acoustic lens was observed to lift up from its probe unit and distortion in ultrasound image was observed. Additionally, apical adhesive detachment was observed. A definitive root cause for observed issues was not established, however, it is possible that the issues occurred as a result of stress or handling method. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The bending angle in down direction was insufficient due to the elongation of the angle wire. In addition to the finds reported, the adhesive on bending section cover was worn. The grip and scope cover were dented. The universal cord was scratched. Due to clogging of nozzle, water removal ability did not meet specification. The play of the up/down angle knob was out of specification due to the elongation of the angle wire. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus field service officer reported on behalf of the customer, the evis exra ii ultrasound gastrovideoscope experienced a low angulation issue. There was no report of patient harm associated with this event. During inspection of the returned device, there was a gap between the acoustic lens and ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation.

Event description:
Additional information was provided regarding this event. The event occurred during reprocessing.